Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was difficult to press, required more force and multiple presses were necessary for display to activate. Customer's blood glucose was 321 mg/dl. The customer continued using the pump for insulin therapy.